Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
The customer, (B)(6), reported that the power to the stack blew during the case. The customer further reported that as the stack was plugged in there was a power surge that went through other parts of the theatre, affecting the anaesthetic machine, part of an arthroscopy stack and a computer which was also in theatre. The customer reported that there was smoke in the theatre and the fire brigade was called. The stack was taken out of service. A patient was under anaesthetic and had to be woken up. The case was abandoned.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection: no visible damage to the connector pins, wires, and power brick. Functional inspection: the medical power supply was tested with a known working vision pro monitor and power cord. There was no power coming out of the medical power supply. The power supply fails to power up a monitor. Probable root cause/s can be attributed to a power supply failure possibly due to a bad component inside the power brick. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
The customer, (B)(6), director of clinical services, reported that the power to the stack blew during the case. The customer further reported that as the stack was plugged in there was a power surge that went through other parts of the theatre, affecting the anaesthetic machine, part of an arthroscopy stack and a computer which was also in theatre. The customer reported that there was smoke in the theatre and the fire brigade was called. The stack was taken out of service. A patient was under anaesthetic and had to be woken up. The case was abandoned.